Manufacturer narrative:
H3 device evaluation - although initial information provided indicates the device would be returned for evaluation, it has not been received by the manufacturer at this time. Without the ability to examine the complaint product, no conclusions can be drawn. Review of device history records found (B)(4) pieces of lot 16565ps released for distribution on 3/13/2018 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended. Should the complaint product be received, a follow-up medwatch report will be submitted upon completion of investigation.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During the procedure the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was retrieved, and the procedure was successfully completed utilizing the second driver readily available in the set. There was no patient injury but a slight, two-minute delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the tip of the driver is missing. The fracture plane is skewed relative to the driver's longitudinal axis which is indicative of failures due to combination loading (torsion and bending moments). Multiple ratchet marks are present. The cause for failure appears to be due to an overload condition associated with torque and bending moments acting upon the tip, but crack initiation from prior high loading conditions cannot be ruled out as a potential contributing factor. A counter torque wrench is included in the system and proper counter-torque wrench use would mitigate bending moments acting on the driver's tip. Review of device history records found (B)(4) pieces of lot 16565ps released for distribution on 3/13/2018 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During the procedure the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was retrieved, and the procedure was successfully completed utilizing the second driver readily available in the set. There was no patient injury but a slight, two-minute delay to the procedure.